Event description:
It was reported that the customer's sensor was receiving error messages. The customer's blood glucose was 39 mg/dl. Troubleshooting for the bad sensor alert was done. Advised customer how to properly use the over tape. Customer stated that there was irritation at the insertion site. Customer stated that the irritation was the result of bumps where the adhesive goes on. Advised customer to speak to healthcare provider about the irritation and alternative insertion sites. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-73534.